Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was allowed to continue using the pump, and further investigation into past malfunctions was noted for follow-up.